Event description:
It was reported that a spectrum infusion pump's upstream occlusion sensor failed. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The reported "upstream occlusion sensor failed" was confirmed but not reproduced during evaluation. Evaluation found the upstream sensor current reading to be out of specification (low), caused by a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.